Manufacturer narrative:
The v60 vent was received at the international service center. The service technician was unable to duplicate the vent inoperative reported issue. However, review of the diagnostic report revealed occurrence of the reported issue. The data acquisition to motor controller cable was replaced, and the motor controller board retention bracket was attached to resolve the issue.

Event description:
The international customer reported ventilator inoperative alarm occurred. 'Data acquisition board analog-to-digital converters failed' was detected but the phenomenon was not duplicated. There was no patient involvement associated with this event.